Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was above 400 mg/dl. He had excessive thirst and urination. The customer treated his blood glucose level with the insulin pump. The basal rates were programmed inaccurately. The high pressure test passed. The device was not returned.